Manufacturer narrative:
(B)(4). (B)(4). Medical devices: 00875706402 shell with multi holes porous 64 mm o.d. Size oo for use with oo liners 62410418; 00877703602 bioloxâ® option, head, m, ã¸ 36/0, taper 12/14 2712794; 00625006520 bone scr 6.5x20 self-tap 62757372 ; 00625006530 bone scr 6.5x30 self-tap 62423539; 290039125 clsâ® spotornoâ®, stem, 135â°, uncemented, 12.5, taper 12/14 2525525. Reported event was confirmed by review of the provided op notes. Op notes indicated the patient had right instability on recurrent dislocation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This is a patient who underwent a revision procedure of a durom implant acetabular level. He presented in the first 6 weeks a first dislocation, followed by a second in the following days and a third dislocation (B)(6). In the face of recurrent instability and the lack of response to treatment with a corset, we have taken the option of revising a constraining cup.